Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) cart casters is not rolling. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6) hospital a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, g3, g6, h2, h11.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) cart casters is not rolling. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) investigated the customer's complaint with unit that cart casters not rolling. Fse could not reproduce the customer's complaint. Functional tested without any issue. No problem found.unit returned to customer.

Event description:
N/a.